Event description:
A 2.75 mm diameter x 12 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a left main lesion. Lesion morphology was reported as 80% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor drug-eluting stent and successfully deployed the stent at the lesion site. (MFR report # 2953200-2008-00743) post stent deployment, the physician stated that the stent appeared to be fractured. A second endeavor was used to overlap the initial stent, with satisfying results. After review of the cd it was noted that the second endeavor drug-eluting stent also appeared to show a prolapse. The patient is fine. The cd of the procedure was returned and reviewed. The following was noted from review of the cd:- the deployment of the more proximal stent appeared to show that it was deployed at a high pressure, due to the large profile of the expanded balloon. But the deployment pressure has not been provided from the account. The stent was inspected prior to use with no issues noted and there were no issues experienced during delivery. The stent appeared to deploy successfully, however after the stent was post dilated, a prolapse of tissue in the proximal segments became evident. It appears most likely that the post dilatation activities resulted in the misalignment of the adjacent stent segments. This most likely resulted in the prolapse of the vessel tissue through the misaligned stent segments. The proximal end of the deployed stent appeared to have been post dilated on a number of occasions. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Other, cd evaluation.